Event description:
This is a non-us event. This occurred in canada. Consumer reported upon removal of an unspecified number of tampons the pledget fell apart. She manually removed the remaining pledget pieces from her vaginal cavity. She consulted with her doctor who told her to watch for symptoms. She denied any symptoms and did not have a need to visit her doctor's office.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.